Event description:
Communication received from baxter that pt received about 1/3 of his medications when the infusor stopped. Contents reported as 5fu with a total fill volume of 84 ml. It was reported that there was no pt injury or medical intervention required.